Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt is no longer receiving stimulation and can not communicate with or charge his ipg. Also he is receiving a communication error. It has been over two months he last charged his ipg. He is working with his physician to determine the next course of action.